Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: lasso nav variable eco catheter, model # d-1343-01-s, lot # 17649548l. (B)(4) are related to the same incident.

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a smartablate irrigation tubing set where foreign material was found inside the tube. During the procedure, white powder was observed inside the tubing set. Additionally, it was noted that the flow was slow during preparation. Flushing did not resolve the issue, so the tubing set was replaced. The same issue occurred, so the tubing set was replaced again, and the issue was resolved. Neither tubing set was used on the patient. The case continued without patient consequence. Also during the procedure, noise was displayed on the 10th and 11th electrodes of the lasso catheter. Two cable/dongle changes were attempted, but this did not resolve the issue. The catheter was exchanged for a new one, which resolved the issue. Partial signal interference still allows the physician to monitor the patient¿s heart rhythm, and the potential that this could cause or contribute to an adverse event is remote. This is not an MDR reportable event. However, foreign material inside a tubing set is a possible source of embolism or stroke. As a result, this event is MDR reportable.

Manufacturer narrative:
Manufacturer's reference number: (B)(4). It was reported that a patient underwent an ablation procedure for atrial fibrillation with a smartablate irrigation tubing set where foreign material was found inside the tube. The returned product was inspected, and was found in normal condition. No powder was found. An irrigation test was performed, and microbubbles were found in the tubing. The bubbles were attached to the tubing and were not moving. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint could not be confirmed.

Manufacturer narrative:
On 8/4/2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).